Event description:
The complainant is a 33 y/o woman, with no known allergies nor pre-diagnosed medical conditions. She flew down to (B)(6) to have these breasts surgically implanted. On (B)(6) 2022, dr. (B)(6), surgically inserted her right and left implants. On (B)(6) 2022, at 7:00 pm, she experienced a panic attack/anxiety, heart palpitations, sweaty feet, cold sweats, and numbness in her feet, lips, and arms. On (B)(6) 2022, she went back to (B)(6) where she was advised that the test and everything was fine. She was given oral amoxicillin and told to relax and don't think about it. On (B)(6) 2022, her symptoms had subsided and she flew back home to (B)(6) and experienced difficulty breathing, and nausea. On (B)(6) 2022, she experienced a reoccurrence of the previous symptoms, and she went to (B)(6) hospital emergency room where they did bloodwork and an EKG (negative). She was diagnosed with anxiety and given a high dose of benadryl. She went home and then went back to the emergency room, and had a urine test (negative). And was admitted to the psych ward, and released on (B)(6) 2022. On (B)(6) 2022, she was examined by her pcp, dr. (B)(6), who examined her and told her to give it time to heal and treated her with anti-anxiety medication. On (B)(6) 2022, she had a consult with dr.(B)(6), plastic surgeon, (B)(6) regarding removal of the implants. He advised her that he would do the procedure, but she decided not do have it done by dr. (B)(6), due to high cost of the procedure. On (B)(6) 2022, she had a consult with dr. (B)(6), plastic surgeon, (B)(6). Dr. (B)(6) advised her to wait until (B)(6) 2022 and if she still wants to have the implants removed, then dr.(B)(6) would perform the procedure. Dr. (B)(6) examined her and told her that dr. (B)(6) had done a great job, everything looked great, and her body was just reacting to the new implants. The complainant believes that her symptoms have been caused by some toxin in the implants vice anxiety and was previously in excellent health and has no history of psychological problems. She was very unhappy with how she was treated post-recovery by (B)(6). The complainant gave permission to share her personal information with the company. She stated that she would provide future healthcare to ccc. She provided a photo of the allergan natrelle inspira device ID card with product codes that is included as background. She was provided with the state of (B)(6) board of medicine contact information, for her complaint regarding (B)(6). On 07/24/2019, allergan conducted a class 1, device recall of certain styles of natrelle inspira, siliconefilled breast implants, res #83500, recall number z-2453-2019 (ongoing); "manufacturer reason for recall, the action was initiated following notification by the u.s. FDA of their recently updated, global safety information concerning the higher incidence of anaplastic large cell lymphoma (bia-alcl) in patients who have textured breast implants." Ref: https://www.accessdata.FDA.gov/scripts/ cdrh/ cfdocs/cfres/res.cfm?ID=175502. This complainant's style, srx-340 was not specifically named in this recall, which doesn't include the srx style by name. Pamphlet for this product with warnings and other information: allergan natrelle silicone-filled breast implants pamphlet: chrome-extension://efaidnbmnnnibpcajpcglclefindmkaj/https://allergan-web-cdnprod. Azureedge.net/actavis/actavis/media/allergan-pdf-documents/labeling/natrelleus/siliconeimplants/l3889rev02_web.pdf. The (B)(6) asthetics website states that dr. (B)(6) is board eligible plastic surgeon. Per the state of (B)(6) he has an active and clear license (B)(6) no complaints or disciplinary action. Illness: panic attacks/anxiety, heart palpitations, sweaty feet, numb feet, lips, and arms, chills, nausea and difficulty breathing.